Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge (rsoc) was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ladg (laparoscopy assisted distal gastrectomy), the customer checked the charge status indicator turned into green illumination, and then inserted the handle into the shell; however the display screen did not react. They pushed and held green buttons but the device did not react at all. They removed the handle from the shell and re-inserted handle to the charger. They inserted the same handle to a new shell and connected the adapter to handle, then confirmed green indicators of the handle and the adapter status in the display screen. They connected the cartridge to adapter but the display screen did not react. They hold the green button and re-connected adapter to handle, however the device did not react at all and they stopped using the device. Replaced by manual handle, the procedure was completed with no problem. The event occurred in use for patient. The status of the patient: no problem.